Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 3.5x12 mm xience alpine stent delivery system (sds), it was noted that the hub separated from the device. The sds was not used and a new xience alpine sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.